Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Ift bumped at 11 cm. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: ift bumped. Lcb broken, reduced to 0% / 80%. Lg-cable buckled under root brace rubber. The defect parts replaced. Correction information: g6: follow up #1, h2: type of follow up, h4: device manufacture date, h6: coding changed based on the investigation result.